Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 405 mg/dl. Reportedly, the customer had been using cold insulin and not removing air from the cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge, and that the user guide instructs the user to remove any residual air from the cartridge. The customer addressed the occlusion event by changing the infusion set and cartridge and resuming insulin.